Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. Upon investigation, the rear response button was not functional. The cause for the failure was that the rear response button switch dome was missing. The root cause of the missing switch dome cannot be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor reported that a monitor response buttons were not functioning.